Event description:
On (B)(6) 2011 abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was hot to touch. The customer also reported that the battery compartment was hot to touch and they could smell burning plastic. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).